Event description:
Routine investigation when a complaint was received that a consumer received a lower blood glucose value of 165 when compared to a laboratory value of 256. When these values are plotted on a clarke error grid, the values fall in the "d" zone showing that they are clinically significant. There was no report of death, serious injury or medicdal intervention reported with the event.